Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the malfunction. The customer was informed they could continue using the pump and advised to call back if the issue recurred.